Event description:
It was reported that during the unk surgery, after use, the incisal margin anastomosis was poor, and the lung leakage was obvious. This leads to a prolonged hospital stay after surgery. No additional information could be provided.

Manufacturer narrative:
(B)(4). Date sent: 8/13/2024. D4: batch # 838c03. D4: UDI: as the serial number for the device involved in the event was not provided, the full UDI is currently not available. An analysis of the product could not be performed since a physical sample was not received for evaluation. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified. Additional information was requested and the following was obtained: does lung leakage mean from the bronchial stump or parenchyma air leak? Yes. If so, how long was the hospitalization prolonged? About 1-2 days. Was there any surgical interventions? No. What color cartridges were used? Green. Ecr60g. If this was an air leak from the lung, was there any underlying lung disease? No.